Event description:
Ous MDR - a sudden and temporary increase of the impedance and pacing thresholds for the rv lead were noted in the pacemaker's history. A thoracic x-ray showed no visible lead fracture and the connection to the device was acceptable. It was decided to explant and replace this lead. No adverse patient side effects were noted.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection demonstrated severe explantation damages such as deformations of the fixation helix and of the outer conductor coil. Furthermore the lead's distal part was found partly pulled out from the ring electrode. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces. Traction forces applied during the explantation procedure should betaken into consideration. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.